Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After crossing the guide wire, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a 1.5mm x 15mm non-bsc balloon catheter. No patient complications nor injuries were reported.